Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/15/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed as it was possible to download the transmitter log during the test. Global transmitter functional testing was performed and the transmitter passed with no deficiency. The reported issue of failed transmitter error could not be confirmed. A root cause could not be determined.